Event description:
The customer contacted beckman coulter inc (bec) to report a leak inside the hmx autoloader instrument at pv43. The tubing through pv43 is the drain for the cbc waste; blood, lyse, stain, clenz or diluent can flow through the tubing. The user was wearing personal protective equipment (ppe) consisting of gown, gloves and goggles at the time of the incident. No report of any patient samples or results being affected by the leak. No injuries occurred and medical attention was not sought. No report of exposure (splashed or sprayed) to mucous membranes or open wounds. On the day of the event a bec field service engineer (fse) was dispatched and found a hole in the tubing through pv43. The fse replaced the tubing and verified the repairs per established procedures. Root cause for the leak is attributed to a hole in the tubing passing through pv43.

Manufacturer narrative:
Bec internal identification number is (B)(4).